Manufacturer narrative:
An analysis was performed on the returned device. The delamination was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The delamination of the pad print at the guide wire (gw) exit port is consistent with normal use. When the device is inserted, the gw port makes contact with tissue. When manipulated in this condition the print can be rubbed inducing a wear and or partial removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was performed with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, after removing the device, it was noted that the guide wire exit port markers were slightly faded. It is unclear if they were already faded upon unpackaging. The same prostyle device was used to achieve hemostasis. It was confirmed that no device components were left in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.